Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2016 with the following findings: during investigation, the battery compartment was cracked above and below the bumper pad. Corrosion was found inside the battery compartment. A leak test was performed and failed due to a leak in the battery compartment. The pump cover was removed to find no further evidence of moisture damage. Unrelated to the original complaint, the returned battery cap had stripped threads. A test cap was used for all testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.